Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The wheelchair allegedly malfunctioned, causing the consumer to be thrown to the ground. No injury is alleged.